Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. A 6.00mm / 2.0cm / 135cm otw - ous 2cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 8 atmospheres for 15 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.